Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. During visual inspection, it was noted that the tubing was separated from the second y- site in the upstream part of the device. There are opaque and brilliant areas in the tubing walls thus, the solvent is not applied homogeneously through all the tubing circumference. Dimensional test was performed on the tubing and y-site and passed. There are no witness marks in the tubing that evidence a correct solvent application. The reported condition was verified. The cause of the reported condition is incorrect solvent application in manual assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set separated prior to use. When the nurse went to spike the saline bag the tubing ¿literally fell apart in their hand¿. It came apart at ¿an intersection¿. There was no patient involvement. No additional information is available.